Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved on-site at the facility by a baxter field service technician by replacing the main batteries and battery harness. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. During the previous service the main batteries and battery harness were replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.